Manufacturer narrative:
The reason for this revision surgery was identified as instability after (B)(6) months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: two due to infection and one for instability. This is the second complaint for this lot number. The root cause for the instability was most likely due to soft tissue. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt suffered from instability due to soft tissue. The surgeon replaced the polyethylene insert.